Event description:
It was reported that multiple episodes of noise were observed that presented as vf on electrograms. The device charged but did not deliver any inappropriate therapy. Noise was reproducible. Lead remains implanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.